Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in santa cruz, california. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 500mm gave an error message indicating that it is defective. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
The unit has been installed since 2020 and an analysis of the complaint database did not reveal further reported incidents. No service activity was ever carried out. Customer ordered a new erc clamp and no issue has been reported since then. Based on all collected information and taking into account similar complaints, the root cause of the reported issue could be traced back to: (I) mechanical fault (blocked clamp spindle), (ii) defective hall sensors located in the erc stator or (iii) defective any of the zka/zkb boards. Based on the above, an isolated failure of the above mentioned components cannot be ruled out as the root cause of the reported error message. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
**UDI related data quality updates only** d1. Brand name has been corrected and updated in the dedicated section.

Event description:
See initial report